Manufacturer narrative:
The patient is currently using the test strips with lot number 63657521 and an expiration date of 31-jan-2024. The reporter's meter was provided for investigation and was tested using retention controls.  Level 1 testing results (qc range = 1.1 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.  The investigation did not identify a product problem. The cause of the event could not be determined.  Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number up1101209 when the patient performed consecutive meter testings. On (B)(6) 2022, the meter result was 1.3 inr. The repeat meter result after 15 minutes was 2.4 inr. On (B)(6) 2023 at 5:00 pm, the meter result was 1.3  inr. The repeat meter result at 5:06 pm was 1.9 inr.  On (B)(6) 2023 at 12:19 pm, the meter result was 1.0  inr. The repeat meter result at 12:25 pm was 1.7 inr. The reporter stated the result may have been low due to missing a dose of warfarin, so he just started taking his normal dose. The therapeutic range is 2.0 to 3.0 inr.  The reporter stated that when his result is out of range, he tests again with a new finger and reports one of the two results.